Manufacturer narrative:
The customer provided the affected sample for investigation. The investigation confirmed that the ft3 result was significantly above the reference range. Investigations conclude that an interfering factor to the idiotype was present in the sample and most likely caused the high ft3 value. Labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies can occur."

Event description:
The customer reported that they received an erroneous result for one patient sample, tested for free triiodothyronine (ft3). The sample initially resulted as 23.9 pg/ml and this value was reported outside of the laboratory. The sample was sent to another laboratory where it was repeated on a centaur system for verification and resulted as 3.5 pg/ml. From the information provided, an additional result of >20 was documented for the same sample, but it was not clear if this was a repeat result or a reference to the original 23.9 pg/ml value. A clarification has been requested. The same sample was treated in a heterophile blocking tube and repeated, resulting as > 20 for ft3. The reporting units for this result was not specified. A clarification has been requested. The patient was not adversely affected by the event. The sample was run on an e module, serial number (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).